Manufacturer narrative:
(B)(4). (B)(6). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the blood pressure of the patient went down suddenly six hours after the operation. When the procedure was checked, it was found that arterial bleeding occurred from the edge part of the staple line of 11 o'clock direction. Additional suture was performed by the transanal route to stop bleeding. No blood transfusion was performed. The patient condition is good, and the patient was discharged without any trouble. The doctor commented that additional suture had been performed where the stapling might not have been enough just after the operation. There were no adverse consequences for the patient.